Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicating that the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.293 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage and reset operation. Review of device memory identified 101 hardware resets, the last of which was a system reset. This was the reason the device was operating in reset mode. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity remaining of two years but elective replacement indicator (eri) was declared four months after. Boston scientific technical services (ts) discussed about current bins and that the device needs analysis to determine the true cause of the device declaring eri earlier than expected. Additional information was received indicating that the device has not been changed out. This pacemaker still remains in service. No adverse patient effects were reported.